Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a red x on the display. The insulin pump was not bumped or dropped prior to the alarm. No other alarms preceded the critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify manufacture mode due to critical pump error (open book image). Pump errors noted in the insulin pump history and critical pump error (open book image) alarm during testing. Unable to verify line number or file number for pump error, problem was isolated to the electronic assembly. Unit was received with missing display window cover.